Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a competitor lead revision, the right atrial (ra) and left ventricular (lv) leads were damaged. Both leads were replaced with new ones. No patient complications have been reported as a result of this event.